Event description:
It was reported that the patient underwent a pocket revision due to the lead wrapping around the battery. Patient was experiencing pain when the stimulation was increased. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. Additional suspect device components involved in the event:model: sc-2138-70, description: phase iii linear lead - (70 cm). This is a final report.